Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the operating room for a generator change. During the procedure, it was observed there was an insulation abrasion on the right atrial lead. Medical adhesive was applied to the lead. No electrical anomalies were noted on the lead. The patient was in stable condition.